Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: exchange from textured to smooth due to concern with the product.

Event description:
Patient reported left side exchange from textured to smooth due to concern with the product. Device remains implanted. Healthcare professional later report capsular contracture baker unknown.

Event description:
Healthcare professional confirmed capsular contracture as baker grade IV. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d6b, e3, h6.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9., h.3., h.6. Device evaluation: visual analysis of the returned device identified: crease fold, deformation, and weight to the spec. Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Patient reported left side exchange from textured to smooth due to concern with the product. Device has been explanted . Healthcare professional later report capsular contracture baker IV.